Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported "sensor is too high for more than 20 points" compared to a blood glucose reading and reported experiencing a seizure. Customer indicated being unable to self-treat, but no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's report of "7 days ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported "sensor is too high for more than 20 points" compared to a blood glucose reading and reported experiencing a seizure. Customer indicated being unable to self-treat, but no further information was provided. There was no report of death or permanent injury associated with this event.